Event description:
The user facility reported a 77-year-old female in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. Attempted to advance impella cp but due to the tortuous and calcified left iliac the imella cp implant was aborted. Decision was made to place intra-aortic balloon pump. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was most likely patient condition related.